Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had tf alarm 401-inspiration valve or device leaky prior to patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Vyaire request to perform the insp valve test and send the logs for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, h3, and h10. Additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration valve nt. As a resolution, vyaire ts advised part replacement.